Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure while using 2 micro catheters, when the physician tried to push both microcatheters through the supporting catheter, friction was encountered while pushing the guidewire through both microcatheters. After a while the physician realized that the tip of the subject microcatheters was detached. No clinical consequences were reported to the patient due to this event. No more information is currently available.

Event description:
It was reported that during the procedure while using 2 micro catheters, when the physician tried to push both microcatheters through the supporting catheter, friction was encountered while pushing the guidewire through both microcatheters. After a while the physician realized that the tip of the subject microcatheters was detached. No clinical consequences were reported to the patient due to this event. No more information is currently available. Updated information: it was reported that a stent assisted coiling procedure using jailing technique was performed. During the procedure while using 2 micro catheters, when the physician tried to push both microcatheters through the supporting catheter, friction was encountered while pushing the guidewire through the microcatheters. When the physician the placed the subject microcatheter into the aneurysm the tip of the subject microcatheter was detached and left in the patient¿s anatomy. Though the original plan was to use two microcatheters, one microcatheter to place the stent and one to be in the aneurysm through jailing technique. Finally, the physician used only one microcatheter to place the stent and with the same microcatheter they passed through the struts of the stent in order to do the coiling. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual/microscopic inspection: the device was returned with the guidewire inside. The guidewire was extended from the distal tip of sl-10 and noted to be damaged/fractured. The distal tip of the sl-10 was found to be broken/fractured and distal ro marker was missing. Functional inspection: catheter difficulty advancing guidewire functional test ¿ fail - there was difficulty noted to remove the guidewire from the catheter. After few attempts the guidewire was pulled from the distal end of the catheter and it was further broken. The patency mandrel was used to complete the test, however significant friction was noted, and the mandrel could not be advanced. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. As per the event description, during the manipulation of trying to push 2 sl10 micro catheters through a neuron max that he felt some friction when pushing the wire through the micro catheters and after a while realized that the tip of one of the micro catheters was detached. The detached microcatheter tip was not removed from patient anatomy. The device was returned and the guidewire was still inserted in the broken end of the microcatheter, the guidewire was noted to be damaged to the distal end, and was unable to be removed from the microcatheter. The reported event was confirmed based on the condition of the returned device. It is probable that the microcatheter was damaged during the attempt to advance both microcatheters through the neuron max guide catheter causing the difficulty to advance the guidewire causing the guidewire damage noted during analysis. An assignable cause of procedural factors will be assigned to the reported catheter difficulty advancing guidewire, catheter tip broken/fractured during use, catheter shaft difficulty advancing and un-retrieved device fragments and to the analyzed catheter tip broken/fractured during use, ro marker(s) detached/separated/not visible under fluoroscopy and catheter shaft friction, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during the procedure while using 2 micro catheters, when the physician tried to push both microcatheters through the supporting catheter, friction was encountered while pushing the guidewire through both microcatheters. After a while the physician realized that the tip of the subject microcatheters was detached. No clinical consequences were reported to the patient due to this event. No more information is currently available. Updated information: it was reported that a stent assisted coiling procedure using jailing technique was performed. During the procedure while using 2 micro catheters, when the physician tried to push both microcatheters through the supporting catheter, friction was encountered while pushing the guidewire through the microcatheters. When the physician the placed the subject microcatheter into the aneurysm the tip of the subject microcatheter was detached and left in the patient¿s anatomy. Though the original plan was to use two microcatheters, one microcatheter to place the stent and one to be in the aneurysm through jailing technique. Finally, the physician used only one microcatheter to place the stent and with the same microcatheter they passed through the struts of the stent in order to do the coiling. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.